Manufacturer narrative:
(B)(4).

Event description:
The dentist reported the non osseointegration of two dental implants ti titamax ex implant (4.1) 3.75x11 mm, but did not provide any other information about the case. The patient presented infection.